Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The electrode was found properly attached to the lower jaw; the device was found conforming to our specifications. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the electrode popped up after activation on the broad ligament. The surgeon reported that the tissue was of normal consistency. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.